Event description:
It was reported that balloon rupture occurred. A 4.0 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm and was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good.